Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported that right ventricular (rv) lead dislodged. It was noted that the lead exhibited high capture threshold. Dislodgement was discovered under x-ray. The lead was explanted and replaced. The patient is in stable condition.

Event description:
It was reported that right ventricular (rv) lead dislodged due to noncompliance with arm restrictions. Increase threshold was also noted. Dislodgement was discovered under x-ray? The lead was explanted and replaced. The patient is in stable condition.